Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: a promus element plus, mr, ous 2.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the most distal strut row were lifted and pushed in. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-sep-2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The partially occluded target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment but resistance was encountered and failed to track down the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.